Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 device not returned. Investigation findings: c22 photo evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo investigation summary: eight photos were received for evaluation, a sealed overwrap package with product code label w333h, lot # mgj482 was observed. In addition, the qr barcode was scanner readable with the result (B)(4) the last five digits match the lot number. However, a red seal with a string around the product is not part of the packaging process, as part of our quality process, the manufacturing records for this lot serial number were reviewed, and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released in accordance with approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please provide the account name? 1 account name: m/s.(B)(6). Was the device used on a patient? If so, was there any patient consequence? We can¿t assure you about it, because we haven¿t distributed the stock of the mgj482 and meq156 of silk non-absorbable suture mersilk 2-0. How was the product purchased? We haven¿t received any stock of these batches: mgj482 and meq156 of silk non-absorbable suture mersilk 2-0 from j&j, so we have no idea about the purchase/ supply of the product. Is there an indication of how the product was distributed? That we are the only reputable distributor of johnson & johnson and the above-mentioned is not registered as our customer so we have no clue about it. Is there any indication of the source? Drug inspector confiscated the foils, not the box so we have no idea about the source. Based on the packaging, is there any indication of which the original genuine product may have come from? As per the packaging, there was no mention of the country of the manufacturer.

Event description:
It was reported that the distributor m&p has received the attached letter from drug inspector (B)(6), in which he is asking to provide confirmation of import of the said batches. According to the distributor these batches weren't imported by them. No adverse patient consequences were reported. Additional information was requested.